Event description:
The tech alleged that the brakes at the head section were ratcheting while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters to resolve the issue.